Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4) qa has requested additional information but no further information was available, if additional information is obtained the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical catheter. The customer reported that the uvc cracked at the hub.